Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Resolution and disposition: the fse cleaned the exhalation valve and replaced the air flow sensor to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: n/a.